Event description:
It was reported that the patient's blood glucose levels rose to around 18 mmol/l (324 mg/dl) to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was applied. The device investigation observed exposed cannula to be bent during testing.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Damage was observed on the housing vent, reservoir and on underside of top housing. Damage observed on the underside of top housing lined up with the damage on reservoir indicating these damages occurred post-use. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.